Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The abrasions were consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. All other damages were sustained during the procedure.

Event description:
It was reported that during in clinic follow-up, the patient presented with oversensing due to noise on their right atrial lead. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout the procedure.